Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that her onetouch verio iq meter was reading inaccurately high compared to her feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2016 at 2.30 pm. The patient reported obtaining alleged inaccurate high blood glucose results of "450, 350, 325, and 500 mg/dl" with the subject meter compared to their feelings/normal results, which lifescan does not consider a valid comparison. The patient manages her diabetes with insulin (self-adjuster), and reported that in response to the alleged inaccurate high readings she consumed less food and drink. Immediately after the inaccurate high readings the patient reported developing symptoms of "headache, vomiting and unconscious", she denied receiving any treatment for the symptoms. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter, the test strips had been stored correctly (per owner's booklet recommendation) and had not expired or, been open longer than the discard date. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began.